Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was brought in by emergency medical services after a syncopal event. The patient suffered facial injuries and a head CT showed a subarachnoid hemorrhage. The cause of the syncope event was unclear. Bystanders and emergency medical services did not report any vad alarms and the vad parameters appeared normal in the emergency room.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.